Manufacturer narrative:
Concomitant products: product ID 7425, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7495-51, serial # (B)(4), product type extension; product ID 3587a, serial # unknown, product type lead. (B)(4).

Event description:
It was reported a new stimulator was implanted and when impedances were checked prior to close of the incision there were impedance measurements between 3,000 and 4,000 ohms. The printout showed impedances greater than 4,000 ohms and some with ¿???.¿ the connections were checked and retightened several times however the impedance values did not improve. A value of 1,200 ohms was measured once, stimulation was attempted but the patient did not feel anything at all. The physician insisted it was strange that the patient was not feeling stimulation at 1,200 ohms and 10.5 volts. It was taken in to account a possibility of fracture in the lead and the extension. The stimulator was refused as they saw no need to implant the stimulator if there was no stimulation delivered. Follow up noted there were no malfunctions or cause of issue determined. The patient was not receiving therapy because there was no stimulator implanted.